Manufacturer narrative:
Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) 09/20/2014. It was reported that on (B)(6) 2016, the patient presented to the emergency department after the lvad system produced a driveline fault alarm. The patient was asymptomatic. Review of lvad system controller history did not reveal and abnormal pump behavior; no pump stops were recorded. The patient had placed multiple layers of duct tape at distal end of driveline at the silver connection. Reportedly, the duct tape was applied due to exposed wires. The patient was transferred to the implanting center. On 09/23/2016, the manufacturer's technical services representatives arrived onsite. No open wires were found during the phase interrupter tests. A percutaneous lead (driveline) replacement was performed, beginning about 8 from the distal end bend relief area duct-taped by the patient. Post-repair, all tests passed and the patient was placed on a grounded patient cable without issue. The patient was monitored. On (B)(6) 2016, it was reported that no further alarms had recurred post-repair. No additional information has been provided.

Manufacturer narrative:
The report of a separation of the driveline bend relief from the metal connector was confirmed based on the evaluation of the returned driveline and the report of driveline fault alarm was confirmed based on the evaluation of the submitted log file; however, the evaluation of the returned portion of the driveline revealed no issues which would have caused a driveline fault alarm. Approximately 9 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline found all wires to be electrically intact. Removal of the duct tape surrounding the bend relief portion of the outer silicone jacket and metal connector, revealed that the driveline bend relief was separated from the metal connector. Removal of the outer silicone jacket and clear bionate layers revealed some minor breakdown of the metal braided shield adjacent to the metal connector and in the location of the terminus of the bend relief; however, visual examination and high potential testing of the underlying wires within the driveline found no area of compromised wire insulation. Visual inspection and manipulation of the wires found all wires were intact. The replaced portion of the driveline was connected to a test pump and a test system controller and operated the pump with no notable alarms or issues. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.